Event description:
It was reported that the right atrial (ra) lead had high impedance and thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the outer insulation of the lead developed a breach due to a depression while in vivo, and the outer insulation of the lead was observed to have blood ingression. Concomitant products: 419488 lead implanted: (B)(6) 2010; 694265 lead implanted: (B)(6) 1998. (B)(4).